Event description:
It was reported that the customer was opening the boxes of foley kits to put them in drawers and found one box was short two. Stated that one box of foley kit had ten and bottom one of foley kit had 8 and it was sent in the bard box missing two each.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer was opening the boxes of foley kits to put them in drawers and found one box was short two. Stated that one box of foley kit had ten and bottom one of foley kit had 8 and it was sent in the bard box missing two each.